Manufacturer narrative:
The device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment of a medium cerebral aneurysm, the pipeline flex embolization device (pfed) did not open. It was reported that the pipeline was not open so removed from the patient and tested outside the patient. The physician confirmed only the distal end of the flow diverter was opened and the mid-section was twisted, and proximal section was not opened. The procedure was discontinued. The vessel was severely tortuous and medium size diameter. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, only pipeline flex braid was returned without its pushwire. The pipeline flex braid was found fully opened with moderately frayed at both ends. No other anomalies were observed. Based on the returned device analysis, we were unable to determine the cause of ¿failure to open at the middle section¿ and ¿failure at the proximal end¿. The cause for damage could not be determined. The customer reported that the patient¿s vessel tortuosity was severe and there were no other additional steps taken to try to open the pipeline flex braid. It¿s possible that the ¿severe vessel tortuosity¿ may have contributed to the failure to open issue. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.